Event description:
It was reported that during a lead revision procedure (related manufacturer reference number: 3006705815-2022-17876 and 3006705815-2022-17877) the physician accidentally cut the lead. As such, the lead was explanted and replaced to address the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
It was reported to abbott that during a lead revision procedure the physician accidentally cut the lead. As a result, the lead was explanted and replaced to address the issue. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.